Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). The device is not available for analysis and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported from a pharmacist, an end-user was diagnosed with bacterial keratitis and staphylococcus epidermitis. The end-user is an experienced contact lens wearer; however, the pharmacist reported that she was non-compliant with cleaning and hygiene recommendations for the lens care solution. There were no continued visual issues reported, but it was reported that the end-user experienced continued anatomical issues (unspecified). The end-user required hospitalization, antibiotic treatment, and discontinued contact lens wear for an unspecified amount of time; it is also reported that the end-user was on sick leave for 15 days due to the event. Additional information has been requested but not yet received.